Event description:
This report is to advise of a fracture found in the catheter during analysis exposing internal wiring.

Manufacturer narrative:
One bi-directional, curve f-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been fractured distal to electrode ring 3, and the rf wire and conductor wire 2 were fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.